Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a pump error alarm. The blood glucose level was 72 mg/dl. The troubleshooting was not performed for pump error. The customer stated that they had performed the self test and he test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within specifications and passed self test and displacement test. Formatted history file confirmed critical block error due to software error. The insulin pump was received with missing serial number label. The insulin pump was received with battery tube corroded.